Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7168690, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 784581, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 36076550 / 36814325, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.